Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 5 mg/ml with an unknown dose and bupivacaine 5 mg/ml with an unknown dose via an implantable pump. It was reported the patient called on (B)(6) 2020 questioning potential infection. The doctor was notified and instructed the patient to come to the office first thing in the morning. The patient reported changing bandage and pulling scab off incision. Clear fluid began leaking and over a few days the clear liquid started showing signs of infection. The patient also reported redness around the indication as well as bakst chills. All of the symptoms were reported to the physician. The patient was seen the next morning to access and emergency surgery was scheduled to remove the pump. The patient was started on antibiotics until they could be seen for examination. During the examination, it was determined surgery was needed to remove the pump. Surgical intervention occurred where the pump was explanted and not replaced on (B)(6) 2020. The issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked, but unknown. The event date was (B)(6) 29. No fur ther complications were reported.